Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer declined evaluation and repair of the device. As the device was not evaluated, a cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that a part of the hard paddles assembly connector had broken off and was stuck in the device's therapy cable connector. The device would not shock defibrillation therapy. No information was provided with regard to patient use being associated with the reported event.